Event description:
Because of the medtronic infuse that was implanted during my spinal surgery, I've began to experience pain, mental anguish. I had to undergo a revision surgery and physical limitations.